Event description:
The following is based off a review of the patient's medical records provided to davol by the patient's attorney: on (B)(6) 2012 - the patient underwent implant of a bard soft mesh, a non bard/davol retropubic sling, and a non bard/davol membrane to treat vaginal vault prolapse, cystocele, rectocele, and sui. Post implant the patient experienced significant right sided sciatic type pain and pelvic pain which seemed to worsen with bowel movements. After rectosigmoid testing was performed, it was determined that the bard soft mesh was potentially strangulating the rectosigmoid colon. On (B)(6) 2012 - the patient underwent revision of the bard soft mesh due to obstructed defecation post mesh placement, and sciatic type pain and pelvic pain. Of note, during this procedure, the physician felt "that the adhesions of the mesh to the large bowel and the position of the large bowel behind the bard soft mesh for the most part was hindering adequate peristalsis and could definitely be causing an increase in her pain." On (B)(6) 2013 - the patient underwent excision of the bard soft mesh due to chronic pelvic pain post mesh placement.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. The medical records indicate that the patient was treated for adhesions, and seroma which are known as possible adverse reactions listed in the IFU. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.